Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery due to talar component collapse and pain.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.